Manufacturer narrative:
The device was returned for investigation on april 4, 2018. Upon testing the unit using our standard operating procedures, the customer complaint was confirmed. The unit exhibited a heating fault alarm due to a dirty output temperature probe window. In the event of a heating fault alarm, the hyperthermia pump displays the following alarm message: "check temperature probes for blockage. Clean windows. Press retry to continue. Service machine if error persists." Rebooting the machine without cleaning the temperature probe windows will not resolve the problem. There was no harm to the patient.

Event description:
The user facility reported that the hyperthermia pump exhibited a heating fault alarm with the following alarm message: "check temperature probe windows for blockage." The machine was rebooted and the procedure proceeded as planned. Near the end of the case, the unit exhibited another heating fault alarm. There was no adverse impact to the patient.